Event description:
Patient has been reported to suffer from a corneal ulcer in the os. The lens that supposedly caused the ulcer was from so# 406234, am 7386-0475+017525. It could not be confirmed if the patient had been put on antibiotics or any other medication for treatment.

Manufacturer narrative:
Complication rare but not unk, no evidence of malfunction of the device, but rather an inherent risk of contact lens wear.